Event description:
It was reported by the customer that the clutch assembly isn't performing properly. No adverse consequences were reported.

Manufacturer narrative:
Fowler clutch. Conclusions: user facility had placed a parts only order for a fowler clutch assembly. Seven messages have been left with the facility in an attempt to contact the tech at the facility who placed the parts order with no success. It is unk as to whether or not the parts order was put into svc and the original effect on the fowler clutch assembly failure.